Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient had a recurrent hernia repair surgery on (B)(6) 2015 and mesh was implanted. The patient had a revision surgery on (B)(6) 2016 with dr (B)(6) at (B)(6) medical center and the small bowel was found to be adhered to the mesh. The patient required a small bowel resection. It was reported that the patient continues to experience pain, nausea, inflammation. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgery on (B)(6)2009 and proceed mesh was implanted.